Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection. During assessment, it was identified that the turn knob was loose. It was further determined that the cause for the loose turn knob defect was a due to a design error. It was further determined that the device failed pretest for general condition and check the quick coupling for saw. Therefore, the reported condition of the device not able to grip the saw blade devices was confirmed. The assignable root cause for the loose turn knob was determined to be traced to device design, which is a design error, and has been escalated to CAPA.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw blade devices, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device would not grip the saw blade devices, and the blades fell off. It was reported that there were no delays in the surgical procedure. It was not reported a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.